Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump received with a constant blank/flashing white light on the display due to vertical cracked lcd controller pcb1. Unable to verify missing segments/partial display due to constant blank/flashing white light.

Event description:
The customer reported via phone call that the insulin pump had a flashing display and was beeping. Blood glucose level at the time of the incident was 175 mg/dl. Customer stated the device was dropped and the display was solid white. Troubleshooting was completed. The customer agreed to return the device for analysis.